Event description:
Material # 10014881, batch # 24109236. It was reported by customer that they had 2 additional tubing breaks. Verbatim: rcc received a complaint via email. Email(s) attached. ¿our staff is experiencing dislodging of the tubing in the oncology setting. I wanted to find out if you cover this product so that we can include you in the mix for a possible resolution and start of an investigation.¿ product: bd secondary set 10014881. Customer response received on 05-feb-2025. We had 2 additional tubing breaks today: (B)(6) 2025. 1 was caught early and the other resulted in a hazardous drug spill we sequestered all our previous supply of tubing and ordered 6 new boxes of tubing. However, we received the same lot number that we had before. (10)24109236 can you please send us replacement boxes with a different lot number asap? Customer response received on 19-feb-2025. 1. Were the two incidents related to the same patient or different patients. Different patients. 2.additionally, could you provide the name of the hazardous drug that was spilled? Carboplatin.

Manufacturer narrative:
100 unused secondary sets were received with the customer's complaint of separation of product during use. All 100 samples were visually analyzed then tested using normal acceptable tensile force. None of the 100 sets separated after testing. Without the original affected sample, the complaint cannot be verified and the root cause remains unknown. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing secondary set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that they had 2 additional tubing breaks.